Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as rashes that they had prior to lifevest under the breast area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a powder for the pre-existing condition. Follow up indicated that the skin irritation improved.